Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as multiple hardware. The fse replaced the photometer lamp, reagent syringe and sample syringe to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic patient results for multiple analytes, including, crea (creatinine), alt (alanine aminotransferase), ast (aspartate aminotransferase), tbil (total bilirubin), amy (amylase), fe (iron), calc (calcium) and bun (blood urea nitrogen), with ¿*¿ rate reverse reaction error on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for two (2) patient samples.